Event description:
This is a spontaneous case report received on 24-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states. It refers to the female consumer/plaintiff who had essure (fallopian tube occlusion insert) placed in 2011. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual and abdominal pain as well as heavy bleeding. Additionally, after being implanted she began suffering from symptoms of depression, fatigue and pain during intercourse. Since undergoing the essure procedure plaintiff has also suffered from severe migraines (for which she had no history of suffering prior to essure). Shortly after being implanted she was diagnosed with an allergy to nickel. As a result of her essure-related symptoms she has visited the emergency room multiple times. In 2011, shortly after being implanted, she was admitted to an emergency room, for heavy bleeding, however, the e.r. Doctor told her he could not help her because he was unfamiliar with essure. Then again, in 2014, she went to an e.r. Where she presented with abdominal pain and heaving bleeding. However, the admitting physician at this e.r. Was also unfamiliar with essure and told her there was nothing they could do. Plaintiff has visited the e.r. For severe blood clots, the "size of golf balls" resulting from her defective essure. Her essure-related pain has grown so severe that from 2011 to 2014 she was prescribed ibuprofen 800 mg. In late (B)(6) 2016, plaintiff saw a physician and, during the appointment, the doctor confirmed that her fallopian tubes were indeed blocked. At the same time, plaintiff was diagnosed as having polycystic ovaries. She has since been referred to a specialist where she has an upcoming appointment. Plaintiff plans to discuss her options in terms of having her fallopian tubes and the defect essure coils removed. Follow-up received on 07-jul-2016: quality safety evaluation of ptc: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe abdominal pain (essure related pain) and heavy bleeding with severe blood clots, the size of golf balls (regarded as genital bleeding). She visited the emergency room multiple times and was being treated with analgesics. These events are listed in essure's reference safety information. After essure insertion, abdominal pain and abnormal genital bleeding may occur. In this particular case, consumer reported years of pain and bleeding, which started in close association with essure insertion. Considering this positive temporal relationship and based on device safety profile; a contributory role of essure cannot be excluded. This case was considered an incident, since according to the consumer's report, medical intervention (ER visits, analgesics) was required for events treatment. In addition, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2017: legal claim - essure removal on (B)(6) 2016 and adverse events onset dates updated. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe abdominal pain (essure related pain) and heavy bleeding with severe blood clots, the size of golf balls (regarded as genital bleeding). She visited the emergency room multiple times and was being treated with analgesics. Coils were removed approximately 5 years after insertion. These events are anticipated in essure's reference safety information. After essure insertion, abdominal pain and abnormal genital bleeding may occur. In this particular case, consumer reported years of pain and bleeding, which started in close association with essure insertion. Considering this positive temporal relationship and based on device safety profile; a contributory role of essure cannot be excluded. This case was considered an incident since intervention was required (essure removal). In addition, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.